Event description:
(B)(4). Consumer called to report that his bed has 2 footboards instead of a headboard and footboard. Caller is stating that he believes the mattress the dealer provided him is from another manufacturer. He says it says future foam inc. On the mattress tag. He says when he elevates the bed, that he and his mattress fall to the bottom of the bed. MDR filed.